Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was experiencing leg pain and diarrhea. The caller reported that the patient had a bad bowel movement on the day of the second call. In a third call the caller reported that one of the patient's wires had disconnected. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.